Event description:
A pt with a 14x7 bifurcated graft (aorta to sma and celiac artery) implanted for acute bowel ischemia, presented with a second bout of acute bowel ischemia. The sma limb had occluded and the celiac limb presented with a pseudoaneurysm and stenosis at the distal anastomotic site. The stenosis was ballooned with a 3mm x 2cm pta balloon with minimal improvement. A 6mm x 2.5 cm viabahn device was advanced through a 7f ansel 2 cook sheath and positioned at the target site. No resistance or difficulties were experienced advancing the device to the site or past the stenotic area. The device was deployed without issue or difficulty. There was also no difficulty removing the device catheter. An angiogram was performed by injecting IV contrast through the sheath. Approx halfway through the injection, the tip of the device catheter was visible on the wire outside the sheath. Multiple attempts to place a 4mm ev3 gooseneck snare along side the 0.018 wire through the 7f sheath to snare the 0.018 wire distal to where the tip of the device catheter was unsuccessful. Wire access through the device catheter tip was lost and the device catheter tip was left in a distal branch of the gastro-duodenal artery. The physician was satisfied with the result of the treatment because, there was more brisk flow through collateral to fill the sma and resolve the pt's ischemic bowel.

Manufacturer narrative:
The catheter tip remains inside the pt. The remainder of the delivery sys is being retained by the facility and is not available for eval by the MFR. Method - a review of the mfg records was conducted. Results - the review of the mfg records verified that the lot was processed normally and all pre-release specs were met. The investigation into this event is currently in process.